Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to keyboard failure. A technical support specialist reinstalled the keyboard driver to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system keyboad malfunctioned. The customer reported that certain letters on the keyboard were unresponsive, leading to delays in medication dispensing for the patient. There were no adverse events or injuries reported based on this incident.